Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified. A trend investigation has been initiated. Event summary: it was reported that the locking button of the rasp adapter with length mark jumped out. Removing the rasp which was in the femur, using the handle, was no longer possible. Complex preparing of femur was necessary and the rasp had to be connected via trial proximal part in situ in order to remove it from the medullary canal. This caused considerable problems and endangered the surgery results massively. Review of received data a surgical report dated (B)(6) 2016 has been received. It describes that the rasp adapter's locking button broke, when the surgeon wanted to remove the very well fixated distal rasp of size 200/18 from the femur. After several time consuming attempts the rasp could still be connected to the rasp adapter and the rasp was removed from the bone (total surgery delay of 20 minutes). The surgery report does not confirm the point from the reported event were it is stated that a proximal trial part had to be used to remove the rasp as well as the complex preparing of femur. Devices analysis: visual examination: a revitan rasp adapter with length mark ((B)(4) lot: 15.128767) has been received. The fixing slide is loose as the locking button, the locking pin and the spring, which all lock the slide, got loosened. These three small parts are missing and have not been returned. No measurements can be conducted as the device is damaged/ broken and relevant parts are missing. No functional tests can be conducted as the part is damaged. Review of product documentation: compatibility check could not be performed as only one product has been reported. Inspection plan: characteristic feature "funktionsprüfung" with scope of testing 100%. Root cause analysis: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Possible, as a trend was identified regarding the loosening of the locking button. The weld between the locking button and the locking pin might be too weak. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible, as according to the material compatibility specification the material has been tested. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible, as no signs of corrosion can be detected. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. Possible, as the locking button, pin and spring got loosened the rasp adapter cannot be connected to the rasp any longer. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Not possible, as nothing indicates the surgeon or operating room staff was unfamiliar with the implantation technique. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as an excessive force applied might have caused the reported loosening of the locking mechanism. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. Possible, as the locking button, pin and spring got loosened the rasp adapter cannot be connected to the rasp any longer. Based on the returned product and the given information the complaint could be confirmed, however an exact root cause could not be determined. Most likely a too thin/weak weld between the locking button and the locking pin caused the loosening of the rasp's locking mechanism. The need for corrective measures is not indicated at this point of time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that a patient was implanted a revitan stem on (B)(6) 2016. A revitan rasp adapter with length mark. Was used in this surgery. During the surgery, the locking button of the rasp adapter with length mark jumped out. Removing the rasp which was in the femur, using the handle, was no longer possible. Complex preparing of femur was necessary and the rasp had to be connected via trial proximal part in situ in order to remove it from the medullary canal. The surgery was extended for 20 minutes.

Manufacturer narrative:
The manufacturer did not receive the instrument for review but it was mentioned by complainant that it will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the instrument, the instrument history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a revitan stem on (B)(6) 2016. During the surgery, the locking button which locks the fixing slide on the revitan rasp adapter jumped out. No parts of the broken device remained in the patient's body. It was reported that it was not possible anymore to remove the rasp from the bone with the use of the rasp adapter. The surgery was completed with 20 minutes delay.